Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was placed in the left atrium, blood was coming back and leaking off the tip of the diaphragm. The caller stated the tech was feeling some resistance with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium when inserting the dilator and believed that could be the reason for the failure. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. There was no patient consequence. Additional information received on 2/11/2020 indicated the hemostatic valve has been damaged/broken. The ¿hemostasis¿ (believed to be reference to the hemostatic valve) was compromised. No air was introduced in to the body. The sheath passed through the vessel properly and there was no visible damage on the dilator. There appeared to be, a tighter fit than observed before. Blood return of approximately 10ml was discovered after insertion. No intervention or hospitalization for the patient was required. Based on this information the blood return is not considered to be an adverse event. Since the caller mentioned resistance upon dilator insertion there is a very high probability that the hemostatic valve was dislodged which led to blood return. The customer¿s report of ¿resistance upon insertion¿ is not a reportable issue since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. The potential for patient injury is remote. The file has been assessed as MDR reportable for the hemostatic valve separation. On 2/12/2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the hemostatic valve dislodged inside of hub. The friction ring and brim cap remain intact. The returned conditions were reviewed and assessed as MDR reportable for the hemostatic valve being dislodged into the hub.

Manufacturer narrative:
It was reported a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was placed in the left atrium, blood was coming back and leaking off the tip of the diaphragm. The caller stated the tech was feeling some resistance with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium when inserting the dilator and believed that could be the reason for the failure. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. There was no patient consequence. Device evaluation details: the device evaluation has been completed. The device was visually inspected and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device through the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001181 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 12/1/2020, during an internal review of this file, it was noticed that field h1. Type of reportable event was reported as "serious injury" in the 3500a initial medwatch report. This was incorrect. The field has now been corrected to reflect as "malfunction" it was also noticed that the field a3. Gender was inadvertently left blank in the 3500a initial MDR. It has now been populated with "male".